Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. Case (B)(4) - drawer failure. Case (B)(4) - medstation - device not detected on bus. A review of the device history record (DHR) for s/n (B)(6), covering the manufacturing period beginning on 02jan2024, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported condition of drawer 5.2 fail and not detected on bus was confirmed during fse testing and verification of thermal damage was subsequently confirmed during the dchu investigation process. According to work order (B)(4), the fse reported hh drawer 5-2 failed, and all pockets were not on bus. The fse checked the drawer, replaced the retractor and drawer board, ran diagnostics, tested all drawers and pockets, and all tested ok. The report was closed. During dchu visual inspection p/n 353844-01 the flat flex cable copper strands shorted with adjacent strands and associated thermal damage was observed. P/n 151622-01 the part was in good condition, it had no missing components, signs of fluid ingress, corrosion, thermal damage, or any physical anomaly. During dchu testing p/n 353844-01 no dchu testing was required due to the shorted copper strands associated to thermal damage. P/n 151622-01 the drawer controller was evaluated on an esd protected surface with a calibrated dmm and passed the resistance testing of diode d501, mosfet q501 and q601. The drawer controller was mounted to a known good dchu drawer to perform full hardware test application c15-4594 no calibration required. During testing it was observed that cubie pockets were not detected on the hta map. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.2 was failed and not detected on bus. As per part investigation, it was determined to be due to a thermally damaged assy retractor dwr hh cubie" (p/n 353844-01) that compromised the integrity of the drawer controller board (p/n 151622-01) and resulted in drawer communication issues. However, there were no delays or adverse events or injuries reported based on this event.